Event description:
Event description guidant received information that this pacemaker was still in its box and was unable to complete interrogaton. When either the quick start feature was used or the specific software on the programmer was selected, a message was displayed that stated out of range telemetry. The device was not implanted and has been returned for analysis.